Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex was defective. It was also noted that the main printed circuit board (pcb) was replaced as a preventive measure, the upper case was contaminated, the lower case was contaminated, two side bail covers were contaminated, the ring cover was contaminated, one side bail was contaminated, the battery drawer was contaminated, one battery latch o-ring was contaminated, one knob spring was contaminated, one side bail was contaminated, and the ring was contaminated. Further analysis was performed post-device repair on the main pcb and interconnect flex assemblies. This analysis could not confirm the reported event or failures seen during device repair.

Event description:
It was reported that the external pulse generator had intermittent capture failure and that the programmed pacing output setting was not being delivered. The procedure was for back up pacing. The device was returned to the manufacturer. The problem was discovered during testing so there was no patient involvement or complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.